Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that she had high blood glucose. Customer¿s blood glucose level was 577 mg/dl at the time of the incident. His blood glucose was 316 mg/dl and it continued to go up. It went up to 577 mg/dl on tuesday and started spilling ketones small at noon and then moderate. Blood glucose got down into the 100 mg/dl. The doctor advised to put him back on the pump at 6:00 pm. The customer mother continued to check him and his blood sugars continued to go up to 385 mg/dl at midnight last night. The customer was 300 mg/dl at night and customer's mother gave him a shot at the morning then the blood glucose started to go down a little. Product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.